Manufacturer narrative:
(B)(4). The actual device was not available; however, 2 photographs of the samples were provided for evaluation. Unaided visual inspection was performed to the photographs which observed a dark particulate matter on the inside barrel. The reported condition was verified. The cause of the condition was not determined; however the most likely cause was due to the packaging process. A functional testing was not performed for this complaint. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation it was reported that the dark particulate matter was observed on the inside barrel of 2 rapidfill connectors. There was no patient involvement. No additional information is available.